Manufacturer narrative:
The device with the lens was returned loose in the carton. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger and lens are advanced to mid-nozzle. The plunger, optic and haptic positions are acceptable. Viscoelastic was not provided. It is unknown if the qualified product was used. The information provided indicates the lens was not use due to a vitrectomy. The lens has not been delivered. The plunger, optic and haptic positions are acceptable. No malfunction has been indicated against the product. (B)(4).

Manufacturer narrative:
Evaluation summary: the sample has not been received at the manufacturing site. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facilities representative reported via product return of a preloaded intraocular lens (iol) delivery system indicating "vitrectomy anterior chamber; not used." Additional information was requested.